Event description:
The customer reported that the function keys on the front of the device were not working/power issues.

Manufacturer narrative:
(B)(4). The customer localized the issue to a failed keyscan pca and requested a parts ID. As of (B)(6) 2010 the customer has not called back regarding this issue with this device.